Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus presumes that the procedure was delayed since image disappeared at angulation. The image may have disappeared at angulation because the image sensor unit was broken. However, olympus could not specify or determine the definitive root cause of the image disappearance. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had temporary image loss. The issue occurred during an unspecified diagnostic procedure. There was a 15 minute delay to the procedure reported. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported, the flex video scope exhibited temporary image loss. There were no reports of patient harm.

Manufacturer narrative:
E1 to be continued: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.